Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a minicap that did not have enough iodine and was dry. The patient did not use the sponge. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufactured date: nov. 24, 2014 - dec. 02, 2014. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified the presence of iodine. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.